Manufacturer narrative:
(B) (4). The ge service rep monitors showed decay in the monitors when turned off and verified sync pulse at 33ms. He was unable to verify video output from video adapter. He swapped out the image processor and the system operated as intended.

Event description:
The customer reported that both monitors were blank and unresponsive. No patient injury was reported.